Event description:
It was reported that the preloaded monofocal intraocular lens had pco (posterior capsular opacification) like film on the actual lens, after injecting it was described the tip of injector looking cracked. No impact to patient during surgery or post-op. The patient is fully recovered. No further information is available.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as there is an indication that the lens was remain implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was explanted section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: march 25, 2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint simplicity was received inside the original folding carton. No further product or components were received. Visual inspection of the complaint simplicity reveals that there was no damage observed on the cartridge and cartridge tip. The complaint issue of discolored could not be confirmed due to no lens being returned for evaluation. The complaint issue "discolored" and "cartridge tip cracked/damaged" were not identified during product evaluation. Conclusion: based on the investigation, no malfunction or product deficiency was identified. Corrected data: in review, it was noted that the following information was inadvertently not entered in the section "b5" and "d6a" of the initial MDR report; therefore, the information has been captured in this supplemental MDR report as indicated below: section b5: there was no delay in procedure reported. Section d6a: if implanted, give date: (B)(6) 2024. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.